Manufacturer narrative:
Reference record (B)(4). Catalog number in device identification is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023 the patient experienced difficulty mobilizing the peg tube and irritation at the stoma site. On (B)(6) 2023 it was reported that the tube was easier to mobilize. On (B)(6) 2023 during a home visit by a nurse, the patient experienced redness, increased discharge and pain at the stoma site. The patient was prescribed augmentin 875/125mg by the gastroenterologist.